Event description:
It was reported that the iab was being inserted in the patient who had undergone ptca, when the balloon began to unwrap and the insertion could not be completed. A second iab was inserted with no further complications.